Manufacturer narrative:
Updated valve serial number, manufacturing date and expiration date.

Event description:
As reported through the japanese tavi registry, a 23 mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. On postoperative day (pod) 33, hemolysis developed. Hospitalization was required and treatment intervention is planned in the future. The device remains implanted in the patient's body and will not be returned for evaluation. Per medical opinion, the event was related to the edwards device.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Valve remains implanted.

Event description:
Additional information was provided that the hemolysis is recognized as a technical issue. The left coronary cusp (lcc) was in a slightly minus position and moderate paravalvular leak (pvl) was observed at the time of implant. Considering the calcification situation, the procedure was completed without post-dilation.

Manufacturer narrative:
The 23mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, patient screening manual, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve exhibiting paravalvular leak was unable to be confirmed due to the unavailability of the medical report/imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "as reported through the japanese tavi registry, a 23 mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. On postoperative day (pod) 33, hemolysis developed. The hemolysis is recognized as a technical issue. The left coronary cusp (lcc) was in a slightly minus position and moderate pvl at the time of implant occurred. Considering the calcification situation, the procedure was completed without post-dilation." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors that could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the likely cause of the reported failure is annulus calcification as explained in the complaint description. Bulky calcification can create irregular contact between the pvl skirt and the target site (native annulus), resulting in paravalvular leak. In addition, investigation results indicate that the moderate pvl may have caused or contributed to the reported hemolysis. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation. Available information suggests that patient factors (calcification) may have contributed to the reported event. There was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the moderate pvl may have caused or contributed to the reported hemolysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.